Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported reoccurring skin irritation causing itchy bumps, pus discharge, swelling, severe pain, and inflammation had occurred while wearing the pod on their arm for an unknown duration of time. The patient mentioned experiencing symptom flare-ups 3 to 4 times over the course of a couple of months during pod use. Additionally, the patient notes symptoms can ¿sometimes affect entire forearm¿. The patient visited their own health care provider ¿a couple months ago¿ and was prescribed an unknown antibiotic. No diagnosis was given.